Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was reportedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: (B)(6) 2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: during a visual inspection of the pump it was noted that the battery compartment had three cracks; at the top, below the bumper pad and between the bumper pad and the top. The battery cap was also damaged as the threads were stripped. Unrelated to the original complaint, it was noted that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.